Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they just got a replacement handset and needed help getting it to connect to their implant. After troubleshooting they were able to successfully connect. Patient reported getting device not responding initially when attempted to increase stimulation on the call, but repositioning communicator resolved this and patient confirmed they were able to increase stimulation. Patient later reported stimulation was increasing on its own during the call and stated they did not tap the up arrow. Patient later stated it was working correctly at the end of the call. Reviewed general use of handset and communicator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the issue was unknown. When asked for most likely cause of the issue they stated "lost." They then stated when asked what steps were taken to resolve the issue that they requested a replacement and that the issue was resolved.